Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, loss of capture due to lead dislodgement was observed on the rv lead. The rv lead was explanted and replaced. The patient was stable following the procedure.